Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis:visually identified rod witness marks consistent with full tightening of the rod. After full tightening, the mas implants are designed to rigidly retain orientation at final tightening. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing of the implant. The implant appears to be capable of performing its intended function.

Event description:
It was reported that a patient with back pain underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the "heads of the screws were stuck and could not rotate at all. It was said that the screws were causing the patient back pain, therefore it was decided to explant the screws."